Manufacturer narrative:
The device was manufactured between 07may2019 and 08may2019. The device was received for evaluation containing approximately 105ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection of the luer, revealed air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the device luer. The reported condition was verified. The cause of the event was the air bubbles. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor would not flow. The event occurred during an unknown patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00092 should additional relevant information become available, a supplemental report will be submitted.